Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that a "no disposable, pump won't run" alarm went off. The customer performed troubleshooting, but the alarm persisted. Around 13:00 on (B)(6) 2022, the alarm reoccurred. So the customer detached an re-attached the cassette. After that, the alarm was cleared. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the sample received doesn't present any damage, kink, or cut that could cause the failure mode reported. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. A corrective and preventative action was initiated to investigate further. No additional action was taken as the device functioned properly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.